Manufacturer narrative:
The received device had the cannula assembly deployed. A leak test was performed and found fluid exiting a tear on the unexposed portion of the soft cannula. This resulted in fluid diverting out of the fluid path. Due to this internal leak, the exposed portion of the cannula could not be tested to confirm leaking at the infusion site. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 4 g/l (400 mg/dl) and that there was insulin leaking noted at the site. Hyperglycemia treated by patient with an insulin pen.